Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, opening crack, yellow particles and delamination valve leak test and microscopic analysis was performed which identified: opening crack of the valve, delamination of the valve, striated opening on radius and creases flat. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on radius due to surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.